Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the mobile programmer application lost connection to the mobile programmer base analyzer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost connection to the mobile programmer base analyzer for approximately 20 to 30 seconds. It was noted that during the connection drop out, it was not possible to stop pacing and when attempting to do so, the mobile programmer application displayed question mark characters in the pacing mode fields. Troubleshooting steps were taken to include an attempt to use the drop down option to reconnect the mobile programmer base, however it was indicated that the base was already connected and the blue light remained on and solid during the issue. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.